Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The probe came into contact with hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler needles or other surgical instruments. 2. Due to ultrasonic vibration, coating of the probe peeled off. It also caused scratches on the probe. 3. A force to activate the output in seal & cut mode or a force to grasp the body tissue was applied to the probe. This caused cracks to branch out at the scratched area of the probe. Also, a probe breakage error (error code: u504) occurred. 4. A force was applied to the probe causing it to break. The following information is included in the instructions for use (IFU): ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the probe was broken 15 mm from the tip. There were scratches around the broken part of the probe. In addition, the coating of the probe around the scratches was partially peeled off. Observation of the fracture surface of the probe revealed that the fracture progressed starting from the scratch on the probe. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, approximately two to three hours into a therapeutic open pancreaticoduodenectomy procedure, the device probe broke off. There was no health hazard to the patient. The procedure was completed with a new similar device. The intelligent tissue monitoring (itm) setting was on during the procedure.